Event description:
The customer reported receiving an ER-3 message on her adc meter upon sample application at various times on three separate dates: (B)(6) 2012. As a result of being unable to test and determine "how much insulin to take" and "what to eat," the customer reported having a loss of consciousness and experiencing symptoms she described as "non responsive, sweaty, tense" on (B)(6) 2012; "non responsive and sweaty" on (B)(6) 2012 and "weak and shaky" on (B)(6) 2012. During troubleshooting with the customer service, the customer further reported "attempt(ing) to eat peanut butter and jelly sandwich, drink root beer and orange juice and take (unknown number) of glucose tablets" on (B)(6) 2012 and self-treating with "candy" on (B)(6) 2012 to counteract the event. The paramedics were called and the customer reported receiving glucose intravenously on (B)(6) 2012. There was no report of death or permanent injury associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that although the complainant reported receiving an ER-3 message on (B)(6) 2012 at 6:30 pm, the last known good reading from the meter's memory log (93 mg/dl on (B)(6) 2012 at approximately 6:30 pm) occurred approximately in that same timeframe. (B)(4).

Manufacturer narrative:
The reported product has been returned and investigated. The complaint was not confirmed and no new issue were observed. All results were within the range specification and no errors were observed during control solution testing. The information previously reported regarding a reading of 93 mg/dl received on (B)(6) 2012 that was allegedly found in the meter's memory log was information reported by the customer during troubleshooting. The meter has been returned and a review of the meter's internal memory log revealed a reading of "lo" (a reading less than 20 mg/dl) was found on (B)(6) 2012 at 23:33 (complaint reported the event occurred at 23:00). Additionally, a reading of "lo" (a reading less than 20 mg/dl) was also found on (B)(6) 2012 at 19:26 (complaint reported the event occurred at 19:00). The customer's reported symptoms and treatment are consistent with the readings found in the meter. (B)(4).